Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump error alarm was triggered when the lithium backup battery was less than 3.50 volts for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, severely scratched on lcd window, pillowing keypad overlay, cracked case on battery tube area, peeling end cap address label and corrosion in battery tube. (B)(4).

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 185mg/dl at time of incident. Customer states that internal power source in the pump was unable to charge. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.